Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a spider fx during a cath/pci procedure. It is reported that during retrieval of the graft protection device, the distal end was caught behind previous stent struts and the tip broke off. The device was lodged in the distal portion of the artery and could not be retrieved. The device was left in the distal portion of the artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.